Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's act button was not responding. Customer reported that the insulin pump was rejecting good batteries and louder when rewinding. Insulin pump's screen was hard for him to see the time and had a rainbow effect. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.